Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records has been requested. Our visual investigations have shown that the edge of the screwdriver shaft is indeed broken off and cannot be used anymore. We can only suppose that too much mechanical force (in a slanting position) has finally resulted in the breakage of the edge. Please note that this instrument was been sold in the year 2007. Therefore we determine the complained malfunction as normal wear and tear caused due to frequent use. This complaint is determined to be invalid.

Event description:
Broke part of screwdriver shaft for end cap while inserting end cap. Small piece has been disposed by hospital. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.